Event description:
The manufacturer received information alleging a ventilator had power issues. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the ventilator failed to power on with ac power. The device's power management board and power supply were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the power management board and the power supply to power the device on with ac power. The power management board and power supply were returned to the quality assurance laboratory for further investigation. During the investigation the root cause of the power management board failing to power the device on was due to the ground pin on the vdc connector being broken off causing an open condition. The power supply performed to manufacturer's specifications.